Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittently the insulin gauge was inaccurate. Customer reloaded the cartridge, as well as loaded a new cartridge to resolve the issue. There customers blood glucose (bg) ranged from 162-163 mg/dl. The customer continued to use the pump for insulin therapy.